Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl and there was no reported adverse impact. Technical support assisted the caller in resetting the pump and, after the reset, the malfunction code did not recur. It was advised that the customer could continue using the pump, with instructions to call back if any further issues arose.